Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure ¿the teflon pad fell off.¿ furthermore, olympus was informed that the teflon pad curled up, exposing metal. No device fragment fell off. A ¿seal and cut¿ error displayed on the generator during the procedure. The intended procedure was completed using another thunderbeat device. No medical or surgical intervention was provided .the device was inspected prior to procedure and no abnormalities were found. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was found separated from the jaw, exposing metal. Charmed marks were also noted on the teflon pad. The exposed metal to metal contact on the jaw caused the short circuit error when the seal and cut button was activated. The distal end was inspected under a microscope and no probe damage was found.